Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain, failed back surgery syndrome, and spinal pain. The patients concomitant medications included morphine with a 4.0 mg/ml concentration and unknown dose. It was reported that there was a longevity allegation on both of the patients primary battery cells as neither of them lasted very long. They did not last more than 5 years. The patient went back to having a rechargeable device. The event date was reported to be maybe 2012. It was mentioned that the therapy had really worked great for the patients pain and had saved their life. They were very upset with the system. This was indicative of meaning the medical system not the scs system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.